Event description:
A representative indicated that an optometrist reported a patient experienced a corneal ulcer following the use of complete moistureplus multi-purpose solution. Follow up with the doctor revealed that the patient was a female. She presented with ocular irritation. Examination revealed a central corneal ulcer ("small, but no size provided) which was treated with an unknown antibiotic. She was seen the next day where it was noted that the ulcer had not responded to treatment. She was referred to an ophthalmologist. To the best of the doctor's memory, as she did not have the chart in front of her, a culture was performed, results were not recalled, and the patient treated with tobramycin and the ulcer resolved. The patient wore acuvue toric lenses. She believed the patient was "fairly new" to wearing contact lenses. The lot number of the product which the patient was using was not known; no lab testing was possible. The doctor indicated that the event was "severe" and "eyesight threatening." The doctor's opinion regarding the relationship of the event to the product was "unknown."